Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing due to coupled preventricular contractions were noted. Further information was requested but not yet available. The patient experienced no consequences.

Event description:
Additional information received indicated the physician has performed no action at this time.